Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; ketones were present. Correction boluses and manual insulin injections were used to address bg. Customer reverted to using manual injections for insulin therapy. Tandem technical support reviewed pump data with the contact and no pump issues were identified. Contact acknowledged information.